Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer stated that the issue is recurring but it is not the pump itself, it is the sensor. Customer stated that when the sensor believes her blood glucose level is low, it will threshold suspend and her sensor glucose reading will be 59 or 60 mg/dl, but her blood glucose level is really 90 - 92 mg/dl. Customer takes it off suspend and it goes right back into suspend. Customer struggles with the sensor not always being accurate. It can take hours for her numbers to be in sync, which causes her blood glucose level to go higher. Customer does get some lows at night. When the customer thinks she is low, it keeps suspending and it also suspends her bolus delivery, which is frustrating. Customer stated that the pump was alarming that she is low and after she eats, her blood glucose level sky rockets and she has trouble getting it back down. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.